Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.3, lab: 1.9. Customer calling is (B)(6) from (B)(6) med ctr. The pt, who tests through (B)(6), was recently trained and got a result (B)(6) 2011 on the inratio of 2.3. Within minutes, a lab result was drawn and the result was 1.9. Not able to provide a therapeutic range for the pt.